Event description:
A pt reported blood glucose results of 416 mg/dl, 200 mg/dl, and 204 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt retested and obtained blood glucose results of 158, 177, and 226 mg/dl on the reported meter. A walk through blood glucose test was performed; the pt obtained 204, 181, and 191 mg/dl. Meter and test strips were replaced.

Manufacturer narrative:
Information not provided. Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.